Event description:
It was reported that a wing screw broke and a schanz screw became incarcerated in a holding sleeve during the last half hour of the distal tibia fracture repair. As the fixation was completed, the surgeon tried to take the distractor off and the wing screw broke at the shaft. The schanz screw became incarcerated in the holding sleeve by the broken shaft of the wing screw. There was no reported delay or patient harm. The procedure was completed successfully. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.